Event description:
It was reported that during the injection of contrast iodine on a central line (low-flow) for the realization of a tdm, second intravenously was cracked.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of huxl0708 showed one other similar product complaint(s) from this lot number.